Event description:
It was reported that an integrated apd set with 3-pronged cassette would not connect to a solution bag. The reporter stated that they could not see a problem with either the cassette or bag, but they still did not line up. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The sample was not returned, as it was discarded; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).